Event description:
The facility reported a colleague infusion pump with "lines on main display". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has not been previously sent into service for the reported condition of "lines on main display." A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with "lines on the main display" was confirmed and reproduced during device evaluation. The root cause was determined to be lines on the main display. The main display was replaced to correct the reported condition. Additional investigation is being conducted through corrective and preventative action (CAPA) mdq-CAPA-(B)(4).a follow-up report will be submitted if additional information becomes available.